Event description:
ICD was implanted (B)(6) 2017 at another facility. Aicd and lead were removed due to the lead causing erosion to patient's skin. Md stated no pus noted in pocket. Serial #ICD: (B)(4), serial # lead: (B)(4).